Event description:
It was reported that non sustained oversensing due to post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were made to sensitivity. The patient was stable.